Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device has been returned to the manufacturer and is pending evaluation. A supplemental report will be submitted once the evaluation is completed. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 3300tfx aortic pericardial valve, implanted for unknown period, was explanted due to aortic regurgitation secondary to structural valve deterioration. The device was originally implanted for aortic valve replacement to correct aortic stenosis. The device was explanted with no adverse patient events reported. The patient status was reported as ¿under treatment¿. The device was returned for evaluation. Valve size, serial number, implant date and implant duration are unknown at this time. File will be updated.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Updated: b5, d1, g4, h6, h10. H10: additional manufacturer narrative: regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device was returned for evaluation. As received, reports of regurgitation and structural valve deterioration could not be confirmed due to valve condition as received. As received, all three leaflets were stiff and translucent-like due to dehydration. X-ray demonstrated wireform intact. Host tissue on the stent circumference was minimal on the inflow aspect. Wireform was exposed around leaflet 1 on the outflow aspect and on commissures 1 and 2. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 3300tfx21 aortic pericardial valve, implanted approximately five (5) months, was explanted due to aortic regurgitation secondary to structural valve deterioration. The device was originally implanted for aortic valve replacement to correct aortic stenosis. The device was explanted and replaced with the same size same model 3300tfx21 aortic pericardial valve with no adverse patient events reported. The patient status was reported as ¿under treatment¿. The device was returned for evaluation.